Event description:
In 2013 inamed saline rupture, surgeon and allergan upgraded and provided allergan silicone as replacement under warranty. Within 3 months eyes started swelling, and allergic reactions to many things. In 2017 started losing my hair, fingernails started lifting, hands, stomach and upper thighs swelling, extreme joint pain, fatigue, insomnia, weird face rash, muscle wasting, heat intolerance, vision loss, migraines, ringing in my ears, feet and calf nerves vibrating. Dr ran test on me for lupus, ra, thyroid and lymphoma all returned negative. Sent me to cardio since I have arrhythmia and ruled out the heart symptoms were intermittent until 2019 which they are now 24/7 and my left breast starts swelling 4 weeks ago. Went to radiology, no answers, sending me for blood work, 12 vials. It is the silicone from my implants. I need and want silicone toxicity testing through allergan and FDA as soon as possible and ask for allergan and FDA to pay for the explant and research online for anyone to make a proper and reasonable decision to make a proper and reasonable decision to make an educated choice on silicone, of any device tracing, nor of any of the silicone complication possibilities. Surgeon raved about the gel and not having the rupture issue in the future and opened the surgeon facility just to replace my implants with the style 20 hp natrelle. I requested my records and found in the surgeon / hosp records that I was placed in the device tracking study and had no clue to which allergan has refused me any info from my ruptured implants or the replacement implants. I called, received a call back from the "legal dept" (B)(4) advising me that if I wanted my records I would have to subpoena them. At no time did I mention during or an attorney, I have the email requesting my records. I am sick, and becoming sicker every day, I am a licensed investigator and do not want to lose my company (B)(6), due to bii that I was not informed of due to FDA's failure to follow through with appropriate monitors as require by the PMA and allergan's failure to train surgeons appropriately and the fact everyone is getting kickbacks from allergan for their products. This is my 2nd request, I am asking FDA and allergan to contact me and pay for my replacement to saline asap. Breast implant illness, silicone toxicity and asa. FDA safety report ID# (B)(4). Please reference report # mw5086402.